Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was unable to be interrogated with multiple programmers. The patient was stable. The device was explanted and replaced.

Manufacturer narrative:
Additional information: the reported field event of an inability to interrogate the device was confirmed in the laboratory. Upon receipt, the device was found to be in backup vvi with backup defibrillation only mode. Review of the device image confirmed that the device entered backup vvi due to a device reset. The device was tested on the bench and no anomalies were found. Longevity estimation was performed based on the usage information from the device image and the battery voltage was found to be normal. The cause of the reset could not be determined.